Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilization. The patient had a medical history of intermittent fever, endometrial ablation, heavy menstrual bleeding, vaginal delivery, throat cancer, congestive heart failure, meningitis, anxiety disorder, depression, headache, urinary tract infection, parity 2, multi gravida, pelvic abscess, endometrial ablation, pelvic pain, dysmenorrhea and menorrhagia. On 27-may-2015,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: impression: a ring-enhancing fluid collection in the pelvis showing slight interval enlargement and fluid now surrounds the essure wire on the left. Findings are consistent with postoperative abscess involving the left fallopian tube. Possible drainage considerations include transvaginal route or transverse gluteal [hysterosalpingogram] on (B)(6) 2014: findings: essure (conceptus) permanent birth control device markers are visible bilaterally. Endometrial cavity: uterine cavity is within normal limits with satisfactory distension of the uterine cavity. Essure device positioning: satisfactory positioning of the coils is noted bilaterally with the coils positioned in the median/central portion of the fallopian tubes bilaterally without extension into the endometrial cavity. Fallopian tubes: there is no contrast agent opacifying either fallopian tube with no contrast extending beyond either uterine cornua. Impression: essure device is in satisfactory position with satisfactory bilateral fallopian tube occlusion. [Pathology test] on 27-may-2015: final pathologic diagnosis uterus with cervix: residual proliferative phase endometrium and areas of endometrial and myometrial necrosis consistent with previous endometrial ablation, benign without evidence of atypia. Adenomyosis, benign. Severe active chronic cervicitis, benign. Pre-operative unspecified disorder of menstruation and other abnormal bleeding from female genital tract, other post-procedural status specimen(s) received: uterus and cervix; on (B)(6) 2015: final pathologic diagnosis a. Left fallopian tube, salpingectomy: benign fallopian tube with peritubal chronic inflammation. Negative for abscess, atypia, and malignancy. B. Right fallopian tube, salpingectomy: benign fallopian tube with no specific pathologic changes. - negative for abscess, atypia, and malignancy. Pre-operative: pelvic abscess in female quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of intermittent fever, endometrial ablation, heavy menstrual bleeding, vaginal delivery, throat cancer, congestive heart failure, meningitis, anxiety disorder, depression, headache, urinary tract infection, parity 2, multi gravida, pelvic abscess, endometrial ablation, pelvic pain, dysmenorrhea and menorrhagia. On (B)(6) 2015,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2015: impression: a ring-enhancing fluid collection in the pelvis showing slight interval enlargement and fluid now surrounds the essure wire on the left. Findings are consistent with postoperative abscess involving the left fallopian tube. Possible drainage considerations include transvaginal route or transverse gluteal [hysterosalpingogram] on (B)(6) 2014: findings: essure (conceptus) permanent birth control device markers are visible bilaterally. Endometrial cavity: uterine cavity is within normal limits with satisfactory distension of the uterine cavity. Essure device positioning: satisfactory positioning of the coils is noted bilaterally with the coils positioned in the median/central portion of the fallopian tubes bilaterally without extension into the endometrial cavity. Fallopian tubes: there is no contrast agent opacifying either fallopian tube with no contrast extending beyond either uterine cornua. Impression: essure device is in satisfactory position with satisfactory bilateral fallopian tube occlusion. [Pathology test] on (B)(6) 2015: final pathologic diagnosis uterus with cervix: - residual proliferative phase endometrium and areas of endometrial and myometrial necrosis consistent with previous endometrial ablation, benign without evidence of atypia. - adenomyosis, benign. - severe active chronic cervicitis, benign. Pre-operative unspecified disorder of menstruation and other abnormal bleeding from female genital tract, other post-procedural status specimen(s) received: uterus and cervix; on (B)(6) 2015: final pathologic diagnosis a. Left fallopian tube, salpingectomy: - benign fallopian tube with peritubal chronic inflammation. - negative for abscess, atypia, and malignancy. B. Right fallopian tube, salpingectomy: - benign fallopian tube with no specific pathologic changes. - negative for abscess, atypia, and malignancy. Pre-operative: pelvic abscess in female quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.